Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and exchange from textured to smooth due to the patient's concern with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional later reported "rupture and cap contracture" the device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and exchange from textured to smooth due to the patient's concern with the product. Healthcare professional later reported "rupture and cap contracture" the device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, d6b, h6